Manufacturer narrative:
Concomitant products: product ID 8711, lot # j11352r20, implanted: (B)(6) 2003, product type catheter. (B)(4).

Event description:
It was reported that when the pump was replaced ¿it stopped¿ and there was a hole in the catheter. The patient stated ¿it was not a good time.¿ no further information was provided. It was not clear what medication the device delivered at that time; however, the current device delivered morphine. Additional information has been requested but was not available at the time of this report.